Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: manta used for case. When up and over, angio done, no closure and artrieotomy wide open. Dissected and cut down performed and patched. Vascular findings were sidewall stick and calcium near by and on pull with manta, artery dissected and pulled out of vessel. All used per IFU. No issues with sheaths going in or out.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot mn2101389 indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the left femoral artery. Access was a sidewall stick. Arteriotomy noted as mild medial calcification, some tortuosity, with mild turns in the iliac. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, calcium was near while pulling back manta, the artery dissected, and manta pulled out of the vessel. A contralateral post angiogram indicated no closure, arteriotomy wide open, with calcium and a dissection. Dissections are a common large bore procedural complication; and in this case it was determined to have been caused by the manta catching onto calcium plaque while being pulled out of the vessel. A surgical cut down closed the access site following the pull out. The cause of the complete pull out is possibly due to the side wall stick access, not allowing for an ideal positioning for the manta toggle to be positioned once deployed. However, due to lack of information submitted regarding the initial and deployment procedures, patient conditions and environment, no device return, and no angiograms were submitted for investigative purposes, the root cause of the complete pull out remains inconclusive and cannot be determined. The IFU warns do not use if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The following potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Additionally, the IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.